Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented a recent remote transmission, nonsustained oversensing episodes indicated the presence of lead noise. The patient visited to the clinic and oversensing could not be reproduced by isometrics, deep breaths, or pocket manipulation. The cause of lead noise was undetermined. Turning the low frequency attenuation filter off and performing a defibrillation threshold testing were recommended. No further information is available.